Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller and one controller ac adapter were not returned for evaluation. Six batteries and one controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller ac adapter revealed that the device passed functional testing. Visual inspection of the controller ac adapter revealed an illegible release indictor on the output cable connector. This is an additional observation not related to the reported event and can be attributed to wear and/or handling of the device. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving an adapter, as well as several momentary disconnections that did not lead to premature power switching events involving bat853238 and bat853241. Momentary disconnections will result in an audible tone or "beep¿ and will not result in a message being displayed on the controller screen. It is likely the observed momentary disconnections were perceived as the reported "low priority alarms". Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, analysis of the data log files revealed an instance involving bat853238 where the battery¿s relative state of charge (rsoc) was between 101-201, which is indicative of a communication error. Review of the event log file revealed that the date/time on the controller was initial manually set in 2018. The date/time was then updated two times on 13-apr-2021 to 9:06:41 and then to 00:18:41. As a result, the reported real time error time clock error, premature power switching event, beeping, "low priority alarms" events were confirmed. The reported power disconnect alarm could not be confirmed; however, the observed communication error is likely related to the reported power disconnect alarm. The associated batteries had been lubricated prior to release. A power source lubrication procedure had been performed on cac202863 in accordance with the requirements under fsca cvg-18-q4-19 on 13-jun-2018. There is no evidence the lubrication servicing was performed on cac202853. The most likely root cause of the reported real time clock error event can be attributed to the date/time manually entered during the initial programming of the controller. The most likely root cause of the reported premature power switching event, beeping, and "low priority alarms" events can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, con307654 falls within the bounds of this CAPA. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: (B)(6) d9: yes, return date: 22-apr-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) d9: yes, return date: 22-apr-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: (B)(6) d9: yes, return date: 22-apr-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: (B)(6) d9: yes, return date: 22-apr-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: (B)(6) d9: yes, return date: 22-apr-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) d9: yes, return date: 22-apr-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: (B)(6) d9: yes, return date: 22-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g50295 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02, d11 d4: (B)(6) h3: yes h6: img code(s): g02027, g0403401 h6: FDA method code(s): b15, b12 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant of medical products: dtbb1d1 ICD implanted (B)(6) 2018; 419688 lead, 407645 lead, 694765 lead implanted (B)(6) 2013. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2021 / serial #: bat853238. UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 04-jan-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2021 / serial #: bat853237. UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 04-jan-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2021 / serial #: bat853239. UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 04-jan-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2021 / serial #: bat853240. UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 04-jan-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2021 / serial #: bat853241 UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 04-jan-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2021 / serial #: bat853243 UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 04-jan-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller ac adapter. Model #: 1430 / catalog #: 1430 / expiration date: unk / serial #: cac202863 UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun h4: mfg date: 04-jan-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller ac adapter. Model #: 1430 / catalog #: 1430 / expiration date: unk / serial #: cac202853 UDI #: asku. Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4).investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited erroneous beeping and multiple unidentified low priority alarms that were not shown on the controller display. It was also reported that the six batteries and the two controller ac (cac) adapters exhibited suspected power switching, and one of the batteries exhibited a communication error associated with a power disconnect alarm. The controller remains in use, and the batteries and cac adapters were exchanged. No patient complications have been reported as a result of this event.